Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir showed that it was functioning properly and passed all functional testing. However, the transfer guard was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's nurse reported via phone call that she was getting air bubbles in the reservoir when removing it from the transfer guard. Customer's blood glucose level was 171 mg/dl. The reservoir was loose on the transfer guard. The customer was advised that the device would be replaced and agreed to return the product for analysis.